Event description:
Healthcare professional reported approx 7 months after injection to unspecified site or sites with juvederm voluma with lidocaine pt developed "nodule" on left side "above mandible." Pt was treated with hyaluronidase and "immediately after it seemed smaller." After a second treatment with hyaluronidase, it was noted "small amount still palpable-not visible." Symptoms are "almost completely resolved."

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.